Event description:
The customer reported parts of the rubber are missing during reprocessing. The issue involved an olympus bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.